Event description:
Immediately I lost the erection. Attempts to stimulate by my partner were futile. I could not achieve a penetratable erection [inability to maintain erection] penis/testicle seems desensitized [paraesthesia of penis] have not had morning erections, and partner stimulate needs to be extreme to achieve a penetrable erection [lack of early morning erection] use your eroxon product according to directions to enhance erection and stamina. I applied the product to a "3/4 full erection [device use in unapproved indication]. Case description: on (B)(6) 2025 a spontaneous case was reported in united states of america by a patient via (email) call center representative. The report concerns a consumer. On an unknown date, the consumer received eroxon fast acting (eroxon gel) for indication male sexual dysfunction. The device identifier (di), batch/lot number and expiration date were not reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting eroxon fast acting, the consumer experienced a medically significant event immediately I lost the erection. Attempts to stimulate by my partner were futile I could not achieve a penetratable erection (preferred term: erectile dysfunction). On an unknown date, after an unknown time of starting eroxon fast acting, the consumer experienced non serious events penis/testicle seems desensitized (preferred term: genital paraesthesia), have not had morning erections, and partner stimulate needs to be extreme to achieve a penetrable erection (preferred term: organic erectile dysfunction) and use your eroxon product according to directions to enhance erection and stamina. I applied the product to a "3/4 full erection, (preferred term: device use issue). The outcome of the events erectile dysfunction, genital paraesthesia, organic erectile dysfunction and device use issue were unknown. No medical history was reported. No drug history was reported. The action taken for eroxon fast acting was unknown. The dechallenge was unknown (action taken was unknown)/(outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). The causality was not reported / not assessable for all the events with respect to the product eroxon fast acting gel. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: eroxon fast acting device MFR number: 3012293198-2025-00134. The reporter provided the following comment: "I recently purchased and attempted to use your eroxon product according to directions to enhance erection and stamina. I applied the product to a "3/4 full erection" and immediately I lost the erection. Attempts to stimulate by my partner were futile. I could not achieve a penetratable erection. Since that time, approximately 16 days ago, my penis/testicle seems desensitized. I have not had morning erections, and partner stimulate needs to be extreme to achieve a penetratalbe erection.the product had no caution or side effect warnings describing this.". The unique device identification (UDI) code is unknown.

Manufacturer narrative:
Veeva case: (B)(4).